Event description:
It was reported that during the procedure for a generator upgarde and lead revision, the lead was cut and the helix was not moving with counter clockwise rotation. The lead was extracted and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.